Manufacturer narrative:
A front bezel was returned to philips for evaluation. The technician documented the following conclusion/root cause: "in regards to the settings changing sporadically the product investigation lab (pil) tech could not duplicate the settings changing with the unit in calibration mode or during the standard test bed (stb) operation. The settings with the unit remained constant throughout the stb operation." Product UDI is corrected.

Manufacturer narrative:
The device was evaluated by a service engineer. It was reported that the allegation was not duplicated during the evaluation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a display issue. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The customer reported that while the settings were at epap (expiratory positive airway pressure) 4, the display started flickering and then changed to 5, and the displayed value and the setting value for the ipap (inspiratory positive airway pressure) and respiratory rate values were also changed in the same way.